Event description:
Device was noted to be missing. Pt was x-rayed; underwent endoscopy to locate. Device was not located at that time. Device was passed naturally and returned to our facility for eval.

Manufacturer narrative:
Results of analysis: examination of the returned device revealed a light brown discoloration on the entire device. The valve strap was noted to have been removed and not returned with the device. The remainder of the device appeared intact. The device was air back flow tested and passed. The device was cleaned in hot running water, dried and again air back flow tested and passed. Examination of the device following cleaning and test revealed that the previously noted light brown discoloration remained. Quality engineering was unable to determine the precise cause of the device becoming dislodged and falling into the esophagus. No other anomalies were noted.